Manufacturer narrative:
The insulin pump had motor error during occlusion test and unable to prime during prime test due to faulty fautly force sensor resistor motor passed motor test. Pump received with minor scratched display window,cracked display window corners, cracked battery tube threads,cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.